Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 360 mg/dl. The customer treated with an injection. The customer stated that she had several motor errors and cannot deliver a bolus. The customer was unable to describe if the drive support cap is protruded, loose, sticking out or flush. The customer stated that there was a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm the bolus delivery anomaly due to motor error alarm. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.